Manufacturer narrative:
Analysis of the pump identified corrosion and wear on the gear train. It was noted the stall was due to the shaft bearing. The analysis printout showed the pump stall occurred (B)(6) 2016. There were 4 motor stalls and 3 stall recoveries on that day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving demerol 200 mg/ml at a dose of 100 mg/day via an implantable pump for other chronic/intract pain of the trunk/limbs and spinal pain. It was reported a motor stall occurred at 44 months to elective replacement indicator (eri). It was not able to be cleared. The event date was not able to be obtained. There were no known environmental/external/patient factors that may have led or contributed to the issue. No patient symptoms were provided. Troubleshooting had consisted of device interrogation. As a result of the event, the product was explanted and a new pump was implanted. The issue was considered resolved at the time of the report. The patient's status at the time of this report was listed as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.